Event description:
According to the available information, the catheter was unable to be removed in the routine scheduled six weekly change due to severe resistance and patient pain. Patient had to have an appointment to attend clinic where the doctor required entonox gas to remove the device. The catheter was adhered internally that a metal probe had to be used to release adhesions formed and eventually the catheter was able to be removed. Significant discomfort and trauma to the patient with active bleeding post removal.